Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all ranges. The iol was exchanged for another lens model 3 months following the initial implant procedure. Clinical reason for explant was uncorrectable blurry vision. Additional information has been requested.